Manufacturer narrative:
Findings: unit had unresponsive button due to flattened dome switch at act button on keypad trace. Unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad damage. Also, unit had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the pump had button error alarm and prime/fill anomaly. The blood glucose at the time of the incident was 19 mmol/l. Troubleshooting was not performed. The device will be returned for analysis.